Manufacturer narrative:
(B)(4). Concomitant medical products: 110017105, g7 finned 4 hole shell 56f, 6161019. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a cup insertion or repositioning the impactor thread tip sheared off from the shell during left total hip arthroplasty. A foreign object fell into the patient and was retrieved. Product caused/contributed to a serious injury. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint was confirmed based on the photographs provided. The photographs of the product covered with blood were provided and it was identified the threads of the inserter tip was broken and part of it is retained in the shell. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.